Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear the flexibility adjustment ring flexible adjustment did not work, the suction cylinder had no color, the forceps elevator knob was deformed, due to a crack on the objective lens the image was partially dark, due to wear on the angle wire the play of the upward/downward angulation control knob was out of the standard value, the air and water cylinder had foreign objects, the adhesive around the objective lens had a chip, the adhesive around the lens guide lens had wear, and the adhesive on the bending section cover/distal sheath had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had problematic processing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white foreign material in the air water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of foreign material was confirmed, the identify of the material could not be determined. Additionally there was no damage to the areas where the foreign material was detected and the customer did not provide information regarding the cleaning disinfection and sterilization processes performed at the facility, so it is unknown if there were any deviations in reprocessing. Therefore, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing. Olympus will continue to monitor field performance for this device.